Event description:
Treatment of an unruptured saccular aneurysm located in the cavernous segment of the right ica (internal carotid artery). The patient was given dual anti-platelet therapy. On (B)(6) 2014, the patient underwent pipeline (4.50mm x 16mm) embolization treatment. During the procedure, it was reported the proximal end of the pipeline required balloon angioplasty (an option presented in the instructions for use, u.s.) To fully oppose the vessel wall. Post procedural angiogram showed an eclipse and slow flow into the aneurysm. The patient was discharged the day after the procedure. No patient injury was reported as a result of the procedure.

Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it was implanted in the patient. (B)(4).